Event description:
Customer stated the "smartsite valve port came off at the end of the lumen to which it was attached. This happened spontaneously and was not the result of any stretch or pull on the device".